Manufacturer narrative:
Additional information: the reported event of stylet could not be inserted was not confirmed. As received, a complete lead was returned in one piece. The stylet could be inserted and removed with no obstructions or restrictions. The s-curve hump height measured within specification. Visual inspection of the lead found no anomalies.

Event description:
During procedure, it was reported that it was difficult to insert the stylet into the left ventricular lead. The procedure was completed with another lead and the patient was stable.